Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 5.3, 5.2, lab: 3.3. Target range on meter is 2.5-3.5. Confirmed patient is (B)(6).